Event description:
It was reported by a patient that her cassette randomly causes her pump to beep while in use; she explains that no message appears on the screen and the pump operates as intended, however it beeps continuously and is often difficult to get the beeping to stop. No patient injury was reported.

Manufacturer narrative:
Report source: manufacturing site address is unknown. Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown. Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b5: additional information received on (B)(6) 2022: the issue occurred while in use with the patient, and no injury was reported. The issue is considered resolved. Patient information was provided. H6: event problem and evaluation codes: updates not required. H10: no product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, device history review could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.